Event description:
Patient revised because neck of stem fractured.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The reported product/lot number was part of a batch of products which were susceptible to fracture. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.